Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed successfully inferior to the renal takeoffs for high risk of dvt and pe, secondary to prolonged immobilization. A contrast injected vena cava gram identified the ivc to be measured at 15 mm in diameter, at the location the filter deployment. No other pertinent patient or medical information was provided leading up to or surrounding this event in the medical records provided. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: based on the medical records a vena cava filter was successfully deployed inferior to the renal takeoffs. No other information was provided surround the alleged event. Therefore, the investigation is inconclusive for detachment of filter limbs and difficult to remove. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications/possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patient that a vena cava filter was deployed in conjunction with a trauma sustained from an mva. Approximately ten years and eight months post filter deployment a CT scan demonstrated a detached filter limb lodged in the right middle lobe of the lung. The vena cava filter was percutaneously retrieved without incident; however, the detached limb located in the area of the tricuspid valve could not be retrieved. Two weeks later another attempt was made to retrieve the detached limb from the heart; however, the detached limb could not be retrieved. No other reported attempts were made to remove the detached limb. Based on medical records provided, the filter was deployed successfully inferior to the renal takeoffs. The patient tolerated the procedure well and was without injury. No additional medical records were provided.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: it was reported by the patient that the CT scan was performed for complaints of chest pain. The patient noted the chest pain was ongoing.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with multiple trauma was indicated for a filter due to high risk dvt secondary to prolonged immobilization. The right common femoral vein was accessed and the filter was successfully deployed in an infrarenal location. The patient was discharged approximately eight days post trauma and was instructed to follow up with interventional radiology in one month post discharge to evaluate need for filter retrieval. Approximately ten years five months post filter deployment, the patient presented to the doctor¿s office with complaint of rib pain. Chest x-ray demonstrated a foreign body in the chest wall or lung area. No clinical correlation was made between the foreign body and symptoms. The following day, the patient followed up at a physician¿s office and a chest x-ray was performed. Chest x-ray demonstrated a detached wire from the ivc filter which was unchanged when compared to previous x-ray four years prior. Follow up CT scan performed approximately ten years six months post filter deployment demonstrated a detached filter limb in the right middle lobe as well as two inverted filter limbs attached to the filter with multiple limbs penetrating the ivc. A filter retrieval procedure was scheduled for approximately two months post CT scan. Prior to the retrieval procedure, in addition to the detached limb in the right middle lobe of the lung, three filter limbs were identified to be extending cephalad and a detached filter limb located in the ivc near the endplate of l3. Accessed was gained and the filter was successfully captured with the use of a snare. The three cranial filter limbs detached from the filter but remained secure in the snare and were removed with the filter. An attempt was made to capture the detached filter limb in the ivc, however the limb dislodged and embolized centrally. An attempt was then made to successfully capture and retrieve the filter limb from the right middle lobe pulmonary artery. The newly migrated filter limb was unable to be located and the procedure was concluded. Upon completion of the procedure, further review of fluoroscopic images demonstrated the detached filter limb to be at the region of the tricuspid valve. The patient was discharged and scheduled for an attempted retrieval procedure to remove the detached limb from the tricuspid valve. Approximately eleven days post filter retrieval, CT scan performed demonstrated the detached filter limb in the right ventricle. Attempted retrieval of the detached filter limb from the right ventricle was unsuccessful. Approximately nineteen days post retrieval attempt, transesophageal echocardiogram demonstrated the filter limb to be in the posterior base of the right ventricle. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. Based on the medical records a vena cava filter was successfully deployed inferior to the renal takeoffs. Ten years and five months post filter deployment, a chest x-ray demonstrated a detached wire from the ivc filter which was noted to be unchanged when compared to previous x-ray four years prior. Ten years and six months post filter deployment, a CT scan identified two inverted filter limbs still appearing to be attached to the filter. From this image is was later identified that the filter has multiple legs penetrating the ivc and the detached filter limb was lodged in the subsegmental pulmonary arterial branch in the right middle lobe. Ten years and eight months post filter deployment the filter was successfully captured with a snare device. Three limbs detached during the removal of the filter however they remained secure in the snare and were removed with the filter. The detached filter limb in the pulmonary artery was removed successfully using a snare. Approximately eleven days post filter retrieval, CT scan performed demonstrated the detached filter limb in the right ventricle. Attempted retrieval of the detached filter limb from the right ventricle was unsuccessful. Approximately nineteen days post retrieval attempt, transesophageal echocardiogram demonstrated the filter limb to be in the posterior base of the right ventricle. Based on the provided medical records, the investigation is confirmed for detachment of filter limbs, perforation of filter limbs, and material deformation as filter limbs were noted to be inverted. Labeling review: the current IFU (instructions for use) states: warnings: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation of other acute or chronic damage. Describe event or problem, relevant tests/lab data, date received by MFR, (B)(4). Age/date of birth, outcomes attributed to adverse events, date of event, other relevant history. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information: it was reported by the patient that a vena cava filter was deployed in conjunction with a trauma sustained from an mva. Approximately ten years and eight months post filter deployment a CT scan demonstrated a detached filter limb lodged in the right middle lobe of the lung. The vena cava filter was percutaneously retrieved without incident; however, the detached limb located in the area of the tricuspid valve could not be retrieved. Two weeks later another attempt was made to retrieve the detached limb from the heart; however, the detached limb could not be retrieved. No other reported attempts were made to remove the detached limb. Based on medical records provided, the filter was deployed successfully inferior to the renal takeoffs. The patient tolerated the procedure well and was without injury. No additional medical records were provided. New information: it was reported by the patient that a CT scan was performed for complaints of chest pain. The patient noted the chest pain is ongoing. New information received: medical records were received and reviewed. Approximately ten years six months post filter deployment for multiple trauma, CT scan demonstrated a detached filter limb within the right middle lobe pulmonary artery as well as two filter limbs extending in a cephalad position as well as multiple limbs penetrating the caval wall. Approximately two months post CT scan, the patient was scheduled for a filter retrieval attempt. Prior to a retrieval attempt, scout images demonstrated three filter limbs extending cephalad as well as a detached limb located within the ivc. During the retrieval procedure, three cranial arms detached from the filter, but remained secure in the snare and were successfully removed with the filter. An attempt was made to retrieve the detached filter limb from the ivc; however, the limb dislodged and migrated centrally, and was unable to be located. The filter limb located in the pulmonary artery was successfully captured and retrieved. Upon completion of the procedure further review of fluoroscopic images demonstrated the detached filter limb to be located at the region of the tricuspid valve and the patient was scheduled for a retrieval attempt. Approximately eleven days post filter retrieval, CT scan demonstrated a hematoma in the right middle lobe where the previous filter limb was removed and the detached filter limb located in an inferior portion of the right ventricle. An unsuccessful attempt was made to retrieve the filter limb from the right ventricle. Approximately nineteen days post retrieval attempt, transesophageal echocardiogram demonstrate the filter limb to be in the base of the right ventricle. No additional information was provided in the medical records received.

Event description:
It was reported by the patient that a vena cava filter was deployed in conjunction with a trauma sustained from an mva. Approximately ten years and eight months post filter deployment a CT scan demonstrated a detached filter limb lodged in the right middle lobe of the lung. The vena cava filter was percutaneously retrieved without incident; however, the detached limb located in the area of the tricuspid valve could not be retrieved. Two weeks later another attempt was made to retrieve the detached limb from the heart; however, the detached limb could not be retrieved. No other reported attempts were made to remove the detached limb. Based on medical records provided, the filter was deployed successfully inferior to the renal takeoffs. The patient tolerated the procedure well and was without injury. No additional medical records were provided. New information: it was reported by the patient that a CT scan was performed for complaints of chest pain. The patient noted the chest pain is ongoing. New information received: medical records were received and reviewed. Approximately ten years six months post filter deployment for multiple trauma, CT scan demonstrated a detached filter limb within the right middle lobe pulmonary artery as well as two filter limbs extending in a cephalad position as well as multiple limbs penetrating the caval wall. Approximately two months post CT scan, the patient was scheduled for a filter retrieval attempt. Prior to a retrieval attempt, scout images demonstrated three filter limbs extending cephalad as well as a detached limb located within the ivc. During the retrieval procedure, three cranial arms detached from the filter, but remained secure in the snare and were successfully removed with the filter. An attempt was made to retrieve the detached filter limb from the ivc; however, the limb dislodged and migrated centrally, and was unable to be located. The filter limb located in the pulmonary artery was successfully captured and retrieved. Upon completion of the procedure further review of fluoroscopic images demonstrated the detached filter limb to be located at the region of the tricuspid valve and the patient was scheduled for a retrieval attempt. Approximately eleven days post filter retrieval, CT scan demonstrated a hematoma in the right middle lobe where the previous filter limb was removed and the detached filter limb located in an inferior portion of the right ventricle. An unsuccessful attempt was made to retrieve the filter limb from the right ventricle. Approximately nineteen days post retrieval attempt, transesophageal echocardiogram demonstrate the filter limb to be in the base of the right ventricle. No additional information was provided in the medical records received. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the detached filter limb migrated from the lung to the heart. The device was removed percutaneously. The detached limb has not been removed after and attempted but unsuccessful percutaneous removal procedure. The patient experienced chest pain however, the current status of the patient is unknown.

Manufacturer narrative:
Medical images have not been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient with multiple trauma was indicated for a filter due to high risk dvt secondary to prolonged immobilization. The right common femoral vein was accessed and the filter was successfully deployed in an infrarenal location. The patient was discharged approximately eight days post trauma and was instructed to follow up with interventional radiology in one month post discharge to evaluate need for filter retrieval. Approximately ten years five months post filter deployment, the patient presented to the doctor¿s office with complaint of rib pain. Chest x-ray demonstrated a foreign body in the chest wall or lung area. No clinical correlation was made between the foreign body and symptoms. The following day, the patient followed up at a physican¿s office and a chest x-ray was performed. Chest x-ray demonstrated a detached wire from the ivc filter which was unchanged when compared to previous x-ray seven years prior. Follow up CT scan performed approximately six years five months post filter deployment demonstrated a detached filter limb in the right middle lobe as well as two inverted filter limbs attached to the filter. A filter retrieval procedure was scheduled for approximately six years seven months post filter deployment. Prior to the retrieval procedure, in addition to the detached limb in the right middle lobe of the lung, three filter limbs were identified to be extending cranial within the ivc and a detached filter limb located in the ivc near the endplate of l3. Accessed was gained and the filter was successfully captured with the use of a snare. The three cranial filter limbs detached from the filter but remained secure in the snare and were removed with the filter. An attempt was made to capture the detached filter limb in the ivc, however the limb dislodged and embolized centrally. An attempt was then made to successfully capture and retrieve the filter limb from the right middle lobe pulmonary artery. The newly migrated filter limb was unable to be located and the procedure was concluded. Upon completion of the procedure, further review of fluoroscopic images demonstrated the detached filter limb to be at the region of the tricuspid valve. The patient was discharged and scheduled for an attempted retrieval procedure to remove the detached limb from the tricuspid valve. Approximately eleven days post filter retrieval, CT scan performed demonstrated the detached filter limb in the right ventricle. Attempted retrieval of the detached filter limb from the right ventricle was unsuccessful. Approximately nineteen days post retrieval attempt, transesophageal echocardiogram demonstrated the filter limb to be in the posterior base of the right ventricle. Investigation summary:the device was not returned. Images were not provided. Medical records were provided. Based on the medical records a vena cava filter was successfully deployed inferior to the renal takeoffs. Ten years and five months post filter deployment, a chest x-ray demonstrated a detached wire from the ivc filter which was noted to be unchanged when compared to previous x-ray four years prior. Approximately six years five months post filter deployment , a CT scan identified two inverted filter limbs still appearing to be attached to the filter. From this image is was later identified that the filter has multiple legs penetrating the ivc and the detached filter limb was lodged in the subsegmental pulmonary arterial branch in the right middle lobe. Ten years and eight months post filter deployment the filter was successfully captured with a snare device. Three limbs detached during the removal of the filter however they remained secure in the snare and were removed with the filter. The detached filter limb in the pulmonary artery was removed successfully using a snare. Approximately eleven days post filter retrieval, CT scan performed demonstrated the detached filter limb in the right ventricle. Attempted retrieval of the detached filter limb from the right ventricle was unsuccessful. Approximately nineteen days post retrieval attempt, transesophageal echocardiogram demonstrated the filter limb to be in the posterior base of the right ventricle. Based on the provided medical records, the investigation is confirmed for detachment of filter limbs, perforation of filter limbs, retrieval difficulties and material deformation as filter limbs were noted to be inverted. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient code 1884), device code (2976).

Event description:
It was reported by the patient that a vena cava filter was deployed in conjunction with a trauma sustained from an mva. Approximately ten years and eight months post filter deployment a CT scan demonstrated a detached filter limb lodged in the right middle lobe of the lung. The vena cava filter was percutaneously retrieved without incident; however, the detached limb located in the area of the tricuspid valve could not be retrieved. Two weeks later another attempt was made to retrieve the detached limb from the heart; however, the detached limb could not be retrieved. No other reported attempts were made to remove the detached limb. Based on medical records provided, the filter was deployed successfully inferior to the renal takeoffs. The patient tolerated the procedure well and was without injury. No additional medical records were provided. New information: it was reported by the patient that a CT scan was performed for complaints of chest pain. The patient noted the chest pain is ongoing. New information received: medical records were received and reviewed. Approximately ten years six months post filter deployment for multiple trauma, CT scan demonstrated a detached filter limb within the right middle lobe pulmonary artery as well as two filter limbs extending in a cephalad position as well as multiple limbs penetrating the caval wall. Approximately two months post CT scan, the patient was scheduled for a filter retrieval attempt. Prior to a retrieval attempt, scout images demonstrated three filter limbs extending cephalad as well as a detached limb located within the ivc. During the retrieval procedure, three cranial arms detached from the filter, but remained secure in the snare and were successfully removed with the filter. An attempt was made to retrieve the detached filter limb from the ivc; however, the limb dislodged and migrated centrally, and was unable to be located. The filter limb located in the pulmonary artery was successfully captured and retrieved. Upon completion of the procedure further review of fluoroscopic images demonstrated the detached filter limb to be located at the region of the tricuspid valve and the patient was scheduled for a retrieval attempt. Approximately eleven days post filter retrieval, CT scan demonstrated a hematoma in the right middle lobe where the previous filter limb was removed and the detached filter limb located in an inferior portion of the right ventricle. An unsuccessful attempt was made to retrieve the filter limb from the right ventricle. Approximately nineteen days post retrieval attempt, transesophageal echocardiogram demonstrate the filter limb to be in the base of the right ventricle. No additional information was provided in the medical records received. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the detached filter limb migrated from the lung to the heart. The device was removed percutaneously. The detached limb has not been removed after and attempted but unsuccessful percutaneous removal procedure. The patient experienced chest pain however, the current status of the patient is unknown.